Manufacturer narrative:
Please note that this is a resubmission of a previously submitted MDR in 2014. Exemption letter e2013012. Alma ltd. (Manufacturer) is submitting the report on behalf of (B)(4). The 540 handpiece for harmony is limited to skin types I to IV. The patient was a skin type vi and this procedure should not have been performed on her skin type. The root cause is determined to be the operator's fault in the diagnosis of the suitable procedure for that skin type and therefore the device was not evaluated. The patient has been paid for the dermatologist visits and has also been approached for reimbursement of ER visit and follow-up on her condition on (B)(6). The patient did not pick up and/or return the calls. The patient was again approached on (B)(4). The patient hung up on the alma inc. Clinical staff. However from the invoice it could be interpreted that the patient was given some sunscreen and cosmetics leading to believe that the hypo-pigmentation is superficial and healing fine. However in all good faith efforts alma is reporting this to FDA because at this time alma inc. Is not able to gather any data on the patient's actual prognosis and based on internal procedures alma considers any injury to be permanent if it takes more than 60 days to heal.

Event description:
Alma lasers inc. Was notified of this event on (B)(6) 2014 and a complete report was filled out by (B)(6) 2014 the subject device was used in demo at a beauty school. A student with skin type vi offered to undergo a treatment for hyperpigmentation on face. The patient sustained blotches on her cheeks and forehead three hours after the procedure. The patient felt a burning sensation on the blotches. The patient went to emergency room where she was prescribed some ointment. The patient was not able to tell alma what type of ointment was prescribed. The patient did not report any blisters. The patient alleged sensation of itching and tightness and reported to have some hypopigmentation a week later.